Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
The customer also mentioned blood glucose values such as 28 mg/dl, 125 mg/dl, 135 mg/dl, 60 mg/dl. The customer took glucose in her intravenous fluid, drank orange juice. Troubleshooting was performed for damage and noticed the ring was not staying connected but the reservoir did lock in place. There was a harm requiring medical intervention reported.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they were hospitalized due amputation of her toe and also she had several low blood glucose incident during hospitalization. The customer¿s blood glucose level was 42 mg/dl at the time of incident. The customer also mentioned blood glucose values such as 28 mg/l, 125 mg/dl, 135 mg/dl, 60 mg/dl. The customer took glucagon in her intravenous fluid, drank orange juice. The customer also had lot of sugar. The customer treated low blood glucose with food and glucose tablet. Customer did not use auto mode at the time of event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report did allege over delivery on insulin pump. Customer was unable to upload to care link at this time. The customer stated that the retainer ring worn out. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.